Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user sought assistance for supply changes and later for a factory reset after noting that meal announcements were not providing sufficient insulin and sometimes preceded low blood glucose, with logs indicating a consistent pattern of announcing meals to correct high glucose. Symptoms included episodes of hypoglycemia and hyperglycemia associated with meal announcement usage. Outcomes included user education and completion of troubleshooting, including a factory reset and guidance to reconnect post-hospital discharge for non-diabetes-related care. Investigation included review of device usage logs and counseling on appropriate use of meal announcements. Investigation of this case revealed algorithm maladaptation driven by repeated use of meal announcements to correct hyperglycemia rather than to announce carbohydrate intake, necessitating a factory reset to restore intended automated insulin delivery behavior. It was concluded, based on previously established findings for similar reports, that user technique contributed to algorithm maladaptation, and a factory reset with education resolved the issue.